Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings: a review of the last basal delivery was on (B)(6) 2013 at 13:54 and the last bolus delivery was a 4.50 unit bolus on (B)(6) 2013 at 21:12. A review of the pump alarm history revealed no alarms outside of normal patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully passed the flow accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivered accurately. Unrelated to the complaint, the display screen was found to be discolored. Also unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 at 10:00 pm the patient experienced the symptoms of nausea, vomiting and sweating. On (B)(6) 2013 at 4:00 am the patient tested her blood glucose level to be 499 mg/dl. The patient discovered the infusion set cannula had become dislodged. The patient replaced the infusion set and took a 3.0 unit bolus dose of insulin. At 12:15 pm the patient took a bolus dose of 5.0 units of insulin and her blood glucose reading was 320 mg/dl. The patient noted she ¿guessed¿ at the insulin bolus doses she took, no calculations or pump functions were employed. The patient did not seek any medical attention. Troubleshooting revealed the patient¿s technique was incorrect by not filling the cannula after replacing the infusion set, reusing insulin cartridges and incorrectly calculating her bolus doses required; the pump¿s date setting was also incorrect. The patient¿s technique was incorrect by not replacing insulin cartridges as per the manufacturer¿s instructions for use, and not filling the infusion set cannula properly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, and received self-treatment with insulin, this complaint is being reported.